Event description:
During a left-sided procedure, while advancing the needle with stylet, resistance was noted. The needle and sheath were removed, and plastic pieces were visible on the needle tip. The sheath was exchanged and the same needle was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving and needle insertion difficulty remains unknown.